Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) stated that these measurements were showing up since the change out. Ts recommended to try isometric pocket manipulations and sample impedance for connection issue or consider synch max energy shock. Boston scientific representative called in and stated that it was found to be a loose set screw. The device was programmed to rv coil to can, so there was no breakdown, and the measured value was 283 ohms. This rv lead currently remains in service. No adverse patient effects were reported.